Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/-6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.45%). No patient was involved in this event. No adverse effects were reported.